Event description:
It was reported that during a prostatectomy procedure, the device had error code 5: instrument. After 20 minutes of procedure. Not noted how case completed. No pt consequence.

Manufacturer narrative:
Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. Device b was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were recieved. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the handpiece and the devices. The analysis results found that device c was returned with the blade scratched and cracked. The device was tested with a generator and an instrument error code 5 was received. The identified blade damage may have occurred from external contact during pre-op or general use. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error.